Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 35 mg/dl. The customer was admitted on the hospital on (B)(6) 2016. Customer was in a vehicular accident and does not recall anything. Customer was released and wearing the pump in time of accident. Customer cause of hospitalization was low blood glucose. The customer reported via phone call indicating that the insulin pump had blank display and motor error alarm. Customer's blood glucose at time of incident was 241 mg/dl. Customer resolved the blank display by inserting new aaa alkaline battery, display return and the motor error was resolved performing displacement test and manual prime were successful and motor alarm did not recur. Customer was explained the alarm was caused by a connection issue and advised to monitor pump.